Event description:
A customer observed a non-repeatable positively biased tsh result on a pt sample. The biased result was not reported. Biased results of the magnitude and direction observed could lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that there were no analyzer malfunctions, and the equipment was operating as intended. Qc results were acceptable. No other assays were affected. Sample handling was according to internal protocols. Repeat testing of the original sample yielded non-biased repeatable results. The root cause of this event is unknown.